Event description:
The clinician reports the implant was inserted ON (b)(6) 2015 in ADA 14. Details of surgery: Ridge augmentation and Immediate extraction site. On (b)(6) 2026, loss of osseointegration was verified. The device was forwarded to the manufacturer. At the event the patient experienced: Pain and Mobility. No further patient complications were reported.